Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to signs of previous moisture presence and corrosion around the battery connectors. There were tiny water droplets on the lcd screen, and the connector that links electrical board is corroded as well. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated that there was crack under the clip rail on back side and they got water in it. Customer stated that retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.